Event description:
It was reported that the recorder was undersensing and had many asystolic episodes. The device was reprogrammed to reduce undersensing. The device remains in use. No patient complications were reported as a result of this event. It was reported that the recorder was undersensing and had many (4,655) asystolic episodes noted at the previous follow-up, a couple of weeks ago. The device was reprogrammed to a more-sensitive setting, but at the current follow-up visit a large number of episodes (395) were again noted. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.